Event description:
It was reported that the patient had expired. Possible blood clot was suspected. No further information available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.